Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Unable to confirm broken belt due to original belt clip was not received with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to high blood glucose. Customer's blood glucose was over 600 mg/dl. It was reported that customer had an MRI and advised hospital that she could not take iodine. Customer stated that hospital advised that iodine had to be given and customer experienced fluctuating blood glucose. Customer was taken to the hospital and was in a coma for a few days. Insulin pump was removed while in the ambulance. After hospitalization, customer reported that her balance and hearing was not well. Customer also reported that unusual writings and figures were on display screen during bolus. Customer was advised that insulin pump would be replaced.